Manufacturer narrative:
The customer confirmed that the correct troponin t value for the initial sample measurement is 264 pg/ml.

Manufacturer narrative:
Controls recovered within range on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas 6000 e601 module. The sample initially resulted in a troponin t value of 238 pg/ml. The sample was repeated twice, resulting in values of 7 pg/ml and 8 pg/ml. A new sample was collected from the patient and resulted in a troponin t value of 8 pg/ml. Troponin t results of 264 pg/ml, 8 pg/ml (from a second analyzer), and 9 pg/ml (from a third analyzer) were also provided. It was asked, but it is not known if these values were provided in error, if they were values from the same questioned sample, or if these were results from another patient sample.